Manufacturer narrative:
Concomitant product: d314trg crt-d implanted : (B)(6) 2012. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads were exhibiting high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.